Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Event description:
Edwards received additional information that severe central leak and pvl were observed after an implant duration of 42 days. It was learned that the initial re-do operation was difficult due to a previous CABG surgery. After the patient received the valve, he did not seem to recover well during the post-operative course. The patient was discharged from the implant of the 31mm pericardial mitral valve to later presented with heart failure. Echo showed moderate to severe mitral insufficiency but there was nothing obvious obstructing or restricting the leaflets. The heart team is considering mitral viv but are concerned that the transcatheter valve may be too small for the surgical valve. At this time, no intervention has been performed.

Manufacturer narrative:
(B)(4). Based on the information received, surgical technique likely contributed to the event.

Event description:
Patient underwent successful valve-in-valve procedure in mitral position. It was reported the procedure went very well. The implanting team successfully deployed the valve in the ideal position and patient was reported to be stable and recovering in the intensive care unit. An echocardiographic disc was provided for evaluation and the results were discussed with the surgeon. The root cause of the regurgitation appeared to be suture loop, which the surgeon accepted as the likely root cause.

Manufacturer narrative:
Edwards had a third party expert perform an echo imaging review. Echo review impression: abnormal motion of two leaflet is present on both post-pump iotee and on follow-up tee images. Although an abnormality intrinsic to the valve cannot be excluded based on these echocardiographic images, the pattern is characteristic of suture loop(s) affecting leaflet mobility and valve function. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and if undetected while still on bypass, it may require subsequent re-intervention. Suture loop, or tying a suture around the strut, is a known operative complication of mitral valve replacement. Edwards¿ pericardial mitral valves utilize the tricentrix holder system to minimize suture loop and chordate entrapment. Implant techniques to minimize suture loop include the following. Maintain tricentrix deployment until all annular sutures are tied. If leaving the holder and handle in place obstruct your view, tie the sutures adjacent the each stent post before cutting the three holder attachment threads to remove the holder. If the deployed holder attachment threads are cut before these adjacent sutures are tied down, the holder can no longer prevent suture looping around the stent posts. Based on the results of the echo review surgical technique may have contributed to the event.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. Central leaks are classified as acute or chronic. Acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. In this case, the site indicated there was no evidence of suture looping. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available details. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received additional information that no suture loop was suspected.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the regurgitation remains indeterminable. Minimal information regarding this case was provided and follow up for additional information is in progress. If new information becomes available, a supplemental report will be filed. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that severe central leak was observed on a 31 mm pericardial mitral valve after an implant duration of 42 days. As reported, the access for the re-do operation was difficult. After the patient received the valve, he did not seem to recover well at all. The heart team is investigating the option of a mitral viv using 29 mm transcatheter valve. No other information was provided.